Event description:
As reported, during the procedure, the coil did not have good contact with cable, so the coil could not be detached.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the procedure, the 5 mm x 9.7 cm micrusphere 10 platinum microcoil coil did not have good contact with cable, so the coil could not be detached. The coil was entirely withdrawn from the patient with no injury. The coil did not stretch or unintentionally detach. The procedure was completed using the same detachment control box (dcb) and connecting cable. The pre-deployment test was performed and the detachment button was pressed about three times in attempt to detach the coil. There was no fault light seen on the dcb during use. It was reported an adequate continuous flush was maintained through the unknown microcatheter used to deliver the coil. The device positioning unit (dpu) failed electrical testing. The core wire has a severe kink. The detachment fiber failed to receive heat and melt. The most likely root cause of the coils failure to detach was due to electrical wiring damage. It is highly likely that if the core wire was severely kinked during the procedure that this damage may have contributed to the wiring damage. However, the exact circumstances of where and how this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. However, it was reported that the same connecting cable and detachment control box were used successfully with subsequent coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure of the coil to detach was confirmed and with analysis it was due to electrical wire damage. Based on the report that the pre-deployment electrical testing of the coil system was done, it appears that procedural factors/device manipulation likely contributed to the event. With review of the reported information, analysis and device history records there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken.